Manufacturer narrative:
(B)(4). The patient was born in 1967. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis manifested by abdomen pain and cloudy pd fluids. On the same day as the onset of peritonitis, the pt was hospitalized. The cause of peritonitis was reported to be that the pt did not have a good source of water for washing hands and the pt was given aquatab to improve the quality of the water. On an unknown date, the pt was treated with unknown antibiotics (dose, route and frequency not reported). Twenty one days after hospitalization, the pt was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.